Manufacturer narrative:
Medical records are available from the hospital; however, receipt is not expected for approximately 4 weeks due to their processing time. A supplemental report will be submitted when new information is received.

Event description:
Edwards was notified through the thv implant registry that the patient passed away 28 days after the transapical implantation of a sapien valve.

Manufacturer narrative:
Additional information obtained from the medical records provided by the facility: the primary cause of death was reported to be respiratory failure. The patient post operative course was complicated by difficulty with weaning from ventilatory assistance devices due to other comorbidities, including copd, and poor response to diuresis. Post tavr the patient presented with respiratory insufficiency, bipap dependence and inadequate secretion clearance for which a tracheotomy was performed. In addition, the patient experienced an episode of bradycardia with agonal respirations and loss of consciousness, and was noted to have an apical pneumothorax, pre-renal azotemia, and a-fib with rvr. Despite multiple measures taken by the physicians, the patient's respiratory and renal functions continued deteriorating, and on post operative day 22, the patient was placed on synchronized intermittent mandatory ventilation (simv) and then on pressure support. After consulting with palliative care, the patient and the family decided to discontinue all therapies, including ventilatory support, after which the patient expired. The family denied autopsy. Based on the information provided in the medical records, the cause of death is now know to be related to her complex respiratory condition, rather than a failure of the implanted valve. As such, this event is no longer considered reportable as an unknown cause of death. This is one of two reports submitted for this patient's admission, please reference manufacturer report no. 2015691-2013-19035.